Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
While impacting a attune size 8 porous tibial tray the impactor split in two. The implant had been properly seated prior to the breakage and the device broke in two while the scrub tech removed it from the attune impactor handle. Only two fragments were generated and both pieces were recovered and accounted for. There was no delay in the procedure as it¿s use was finished. There was no harm to the patient.

Manufacturer narrative:
Product complaint # : (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Added: e1. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary the device associated with this report was not returned for evaluation. Visual examination of the provided photographs confirmed the impactor was broken into multiple pieces. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.